Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a possible free flow while the unit was on pause. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.